Event description:
A malfunction was reported on the pump, with no events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing reset information and helped reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred. The customer acknowledged and understood these instructions.